Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer went to the emergency room (ER). Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.